Event description:
It was reported that a dog chewed the ilet charging pad and cable, and the device battery remained at 85 percent while the user was advised to use an inductive charger temporarily and to disconnect from the ilet if switching to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included a review of the event details and provision of troubleshooting and user education, with replacement charging supplies arranged via overnight shipment. Investigation of this case revealed physical damage to external charging accessories with the ilet continuing to function on existing battery charge. It was concluded that the event was attributable to damaged external accessories and user factors unrelated to device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025; (B)(6), 07:38pm pst. Pt's mom called in stating their dog at the charging pad/charging cable for the ilet. Pt's mom states battery is at 85%, agent advised they may use an inductive charger temporarily until new supplies are sent out to hold charge. Pt's mom states they will resort to backup therapy if needed until then. Agent advised pt's mom to disconnect from ilet if using back up therapy. Agent will send out replacement supplies via overnight shipping. No further questions. Agent noticed in account notes ilet with sn: (B)(6) - needs to be returned, pt states they never got a return label for it. Agent emailed bb shipping team to inform them.